Event description:
It was reported that during a routine device upgrade, the left ventricular lead exhibited varying impedance, intermittent capture and noise. Due to the age of the patient it was decided not to revision the lead. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.